Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that high atrial thresholds were noted during a device interrogation less than one month after implant. It was further reported that a lead dislodgement was suspected, however could not be confirmed by chest x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.